Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the last few months, maybe even november 2024, the communicator was not charging. The patient stated that when the communicator was charging it had the orange/amber battery indicator light which did not change color and then when they unplugged the ac power cord, the yellow battery light came on. A replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-jul-2022, UDI#: (B)(4), h3. Analysis found loose usb charge port, rattler. Analysis also found passed battery charging bench test and failed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.